Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 316 mg/dl and 148 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Coaptite post approval study. A patient (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0 ml coaptite on (B)(6) 2009. The patient notes indicate that the patient was unable to void post procedure. She was instructed in clean intermittent (straight) catheterization that same day. The patient's catheterization and retention resolved on (B)(6) 2009.